Event description:
It was reported per the pt that his initial shoulder surgery was performed on (B) (6) 2008. Approximately a week later when he returned to see the surgeon (on (B) (6) 2008), he found out that the item had failed. The surgeon could visually see it by the location of the collar bone and by looking at x-rays that were taken. Revision surgery is scheduled for (B) (6) 2008. No further info was provided at the time of this report nor was able to be obtained through f/u attempts to the pt and facility because the contact info provided was incorrect. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is poor placement in the clavicle or coracoid bone, graft failure or slippage, suture failure, knot failure, or pt non-compliance with the post-op protocol. This is the first complaint of this type for this part/lot combination. The contact info provided by the initial reporter was incorrect. The correct pt contact info is not able to be determined and the surgeon name was not provided. If additional relevant info is obtained from the investigation, a f/u report will be submitted.